Event description:
Patient had insulin drip infusing with bd alaris pump infusion set ref 2426-0500 the titration orders showed to stop infusion as patient bs(blood sugar) 86 nurse stopped infusion removed tubing from pump. Nurse did not close roller bar when removing from pump. Safety mechanism on tubing was engaged when removed from pump. Patient had a hypoglycemic event. Discovered that safety mechanism was not keeping insulin from dripping when tubing was removed from pump. Patient poc glucose 35 at 12:38 at 12:57 after treatment poc glucose 146.